Manufacturer narrative:
The product was not returned from the customer; therefore, retain samples were tested for adhesive strength. The retains that were tested were at the tail end of the product's 18 month shelf-life. Although the results of the study indicated that the product did not meet specifications, real time stability data has confirmed that maxcem elite is stable and meets product specifications at 18 months. In addition, no similar complaints were received regarding this product lot. These investigation results serve as evidence that this was an isolated incident. Tested retain samples from the same lot.

Event description:
On (B)(6), 2010, a doctor reported that a crown that had been cemented with maxcem elite de-bonded four days after placement.

Manufacturer narrative:
A doctor reported that a crown that had been cemented with maxcem elite de-bonded four days after being placed. The doctor stated that she noticed that the cement seemed thicker than usual but decided to use it to place the crown on (B)(6) 2010 because the cement had not yet reached its expiration date of (B)(6) 2010. The product has not been returned to kerr for evaluation. Retain samples will be tested and the results of the evaluation will be provided in a follow-up report.